Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions could be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved safeday valve. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports there have been eight recent events where the spinning spiros connector loosened itself (unscrews) off the b. Braun y site. It is anything from enough to cause a leak (chemo spill) to totally coming off. There were no patient injuries. Five of the events occurred with doxorubicin medication; one event occurred with taxotere medication; one event occurred with 5fu medication; and one event occurred with cisplatin medication.